Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) migrated to the patient's armpit. The lower end of the device eroded through the patient's skin. There was no systemic infection noted. This patient had weight loss but was related with another illness. This device was explanted. No additional adverse patient effects were reported.